Event description:
Philips received a complaint by the customer on the v60 indicating that there was a misalignment in the touch position. There was no patient involvement at the time the issue was discovered as the issue occurred during preventive maintenance. The customer called technical support to report a misalignment in the touch position. The manufacturer's product support engineer (pse) evaluated the device and confirmed the touchscreen misalignment. Since the issue remained after the touchscreen was calibrated, the pse replaced the touchscreen, performed periodic maintenance, and verified that the issue was resolved as no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). A technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touchscreen did not reveal any signs of damage or contamination. The touchscreen was tested, and the failure was not confirmed. The touchscreen flex circuit passed all resistance testing.